Event description:
It was reported that this right ventricular (rv) lead exhibited high impedance measurements and high pacing thresholds. The therapy of the patient remains available. It was decided to continue follow-up and monitoring of the patient. This device remains in service. No further adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)